Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant and explant dates: dates estimated. The device was not returned for evaluation. The reported patient effects of dyspnea and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report cardiac decompensation. It was reported that the mitraclip procedure was performed on an unknown date to treat mitral regurgitation (mr). Five clips were implanted. On (B)(6)2017, the patient was hospitalized for cardiac decompensation and dyspnea, which may have been related to the implanted mitraclips. Brain natriuretic peptide (bnp) was elevated. No additional information was provided.